Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 305c27 tissue valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope and symptomatic bradycardia. It was reported that the implantable pulse generator (ipg) exhibited a possible electrical reset due to reaching elective replacement indicator (eri) and as a consequence no diagnostic data or electrograms (egm) were available. It was also reported that the ipg exhibited a pacing problem with no capture at maximum output. It was also noted that the implant date was different than what is registered in medtronic database. A temporary right ventricular (rv) lead was placed femorally and the ipg was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.